Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported keypad inoperable which was reproduced. The reported condition was verified. Visual inspection found the cause was the number 4 key inoperable. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad was inoperable. The event date, process step and where the event occurred were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.